Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated an architect i2000sr analyzer generated a false positive troponin result for one patient sample. The analyzer generated an initial troponin result of 59.257 ng/l. The sample was repeated and a troponin result of 31.938 ng/l was generated. The false positive troponin result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a performance study, a search for similar complaints, and a review of labeling. An internal troponin-I panel was tested with reagent lot 17330un12 and met specifications. Tracking and trending identified no atypical complaint activity related to discrepant patient results. Labeling was reviewed and found to be adequate. Based on the evaluation, no product deficiency was identified.